Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Three days after onset, the patient was hospitalized for the event. The cause of peritonitis was unknown. On the same day of onset, the patient began treatment with injection of ceftazidime (1 gram, od, route not reported) and injection of reflin (1 gram, od, route not reported) for peritonitis. At the time of the report the patient remained hospitalized, antibiotic treatment was ongoing and the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.